Manufacturer narrative:
Rod side hydraulic hose.

Event description:
It was reported by service report that the rod side hydraulic hose is leaking fluid. It is unk if there was pt involvement or of there are adverse consequences to report.